Event description:
Customer allegedly has two chairs that have broken right side stroller handle gear issues. Qt prepared. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model solara3g, (B)(4) is approximately 3 months old. The owner's manual part number 1154295 rev c (dec-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called and stated that the "white machine end" of the right side stroller handle gear allegedly broke. This part allows the adjustment of the tilt on the wheelchair. The end users father drilled a hole in the gear and stroller handle tubing so his son could continue to use the wheelchair. No injury. A quote has been issued for the replacement part.